Event description:
It was reported that in central processing, a frayed wire was identified on the prograsp forceps instrument. The instrument was not used on a patient after the reported issue and there was no allegation of harm or injury to a patient. Site is not aware of any adverse event on previous procedures.

Manufacturer narrative:
The prograsp forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument's pitch down cable frayed at the distal clevis hub. The distal pulley and the clevis appeared to have no damage. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, a frayed pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur.